Event description:
Pt states that she was hospitalized on (B)(6) 2019 for approx 7 days for fluid retension. No further info provided regarding hospitalization. Pt states that cadd ms3 pump seems to be draining the battery faster than her other pump but she is not sure. Pt states that it has only happened a couple times and does not want pump exchanged at this time. Author will not contact md. Reported to (B)(6) by pt/caregiver. Strength: 10 mg/ml; dose or amount: 63nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.